Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing. Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the oversensing resulted in pacing inhibition. There were no patient consequences reported.